Event description:
Hulka clip applicator did not work properly when applying clip to fallopian tube, there fore the clip fell into the abdominal cavity. Upon attempt to retreive clip, the plastic part became dislodged and was not able to be retrieved by extensive search. The metal part of the clip ws retreiveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.